Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
On the initial MDR report subtype was selected "30 day" on the initial MDR report subtype should have been "death report" on the initial MDR "required intervention to prevent permanent impairment/damage(devices)" was incorrectly selected. On the initial MDR only "death" should have been selected.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.